Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump had keypad anomaly and unexplained no delivery alarms. The customer blood glucose value was unknown. The customer stated that battery life diminished and insulin pump buttons were sticky and had to press 2-3 times. The customer stated that insulin pump making noises little louder during the prime and rewind process. The customer also stated that insulin pump display had scratches and that¿s affecting customer to read the screen. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device had unresponsive buttons due to flattened (creased) act button dome switch. No unlocked lcd keypad connector noted. Unable to perform operating currents, self-test, a21 error test, rewind test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test or verify low battery, no delivery alarms or rewind anomaly due to unresponsive button. Device had minor scratched lcd window.(B)(4).